Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels up to 520 mg/dl, ketoacidosis symptoms and hospitalization. The patient has passed a day and half in an observation room, then she has been moved to cardiology ward. The diabetes specialist has informed her that hyperglycaemia has been most likely due to pump not delivering insulin correctly.